Event description:
A 22g angiocath was discontinued from a pt this morning and half of catheter was missing. The rn removed a portion of the catheter and approximately 3mm remained in the pt's hand. The suspected retained tip of the angiocath was surgically removed from the pt. Dates of use: 2008. Diagnosis or reason for use: hydration. Event abated after use stopped: no.